Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a varicocele coil embolization procedure using a pod packing coil (podj). During the procedure, the physician successfully placed one ruby coil through a diagnostic catheter, and then attempted to place the podj. Upon advancing the podj into the vein, the patient became anxious and had spasms; consequently the physician did not advance the podj further. While retracting the podj, the physician felt resistance and attempted to dilate the vein with risordan. The physician continued to retract with resistance and, consequently, the podj unintentionally detached within the catheter; therefore, the physician removed the diagnostic catheter with the podj inside. The procedure was completed using a new diagnostic catheter and a smaller sized ruby coil. The patient is reported to be doing well post-procedure.